Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is having issues with current system (patient had previous system that they had no problems with). Caller put patient on the line and patient reported that stim turns itself off and never stays on. Patient indicated stim will stay on for about 10-15 minutes and then turn off. Patient stated they their health care provider  in march and the battery life still shows there was 36 months left. Patient will be meeting with health care provider and mdt rep  on (B)(6) 2021. Troubleshooting was not required. The issue was not resolved through troubleshooting.  No further complications were reported/anticipated at this time.